Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that after unpacking the new fiber and connecting it to the console, a sound similar to firecrackers was heard. Immediately, the console's slide was checked, and it was intact, but the fiber was disconnected from its own connector. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that after unpacking the new fiber and connecting it to the console, a sound similar to firecrackers was heard. Immediately, the console's slide was checked, and it was intact, but the fiber was disconnected from its own connector. The procedure was completed with another device. There were no patient complications.